Manufacturer narrative:
Concomitant medical products: product ID: 8253200rf, serial/lot #: (B)(4), (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported that the devices was not working properly during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis of the mainframe found that the customer issue could not be verified regarding not working properly. There was no fault found with the mainframe. As a precautionary measure, the device was placed in burn-in for 24 hours to observe any failure. The device never failed. The unit was tested and passed all manufacturing specifications. Analysis of the patient interface found that the device came in with no fault found. The interface was cleaned and tested in accordance with manufacturing specifications. The customer complaint could not be duplicated. If information is provided in the future, a supplemental report will be issued.